Manufacturer narrative:
Device history records review was conducted. The report indicates that the: manufacturing location: (B)(6); manufacturing date: 24th july 2013; expiry date: 1st july 2023; article was sterilized by supplier (B)(4). Lot of (B)(4) pieces was released based on (B)(4). Neither deviation nor any ncrs were marked in this document. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device was reportedly not explanted. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the initial surgery for the proximal tibia fracture was performed on (B)(6) 2016; a locking compression plate (lcp) proximal lateral tibia plate was used on the outside, and a lcp medial proximal tibial plate was on the inside. Post-operatively it was noted some of the screws were broken. During the explant procedure on (B)(6) 2016, the surgeon noticed that two small locking screws had already been broken in the shaft section of the medial proximal tibial plate. The surgeon decided not to explant that plate or the broken screws. The outer proximal lateral tibia plate system was explanted. Concomitant medical products: lcp medial proximal tibial plate (part/lot unknown, quantity 1); lcp proximal lateral tibia plate (part/lot unknown, quantity 1); screws (part/lot unknown, quantity unknown). This is report 1 of 2 for (B)(4).